Manufacturer narrative:
Vyaire medical file identification: (B)(4). 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista ventilator has techinical failure 316 "blower failure" and technical failure 401 "inspiration valve or device leaky alarm during extended system test (est) / user verification test (uvt). There is no patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: the exact issue is unclear and customer didn't provide any further details. Case has been closed after three attempts without any reply from the customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."